Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6)2024, it was reported that the patient¿s cgm was reading 300 mg/dl and the bg meter was reading 389 mg/dl. The patient was vomiting. The patient was also using a tandem insulin pump and reported that her infusion set cannula was bent and she was not receiving her insulin properly. The patient¿s daughter called ems and when they arrived, the patient bg meter reading was 357 mg/dl but no cgm comparison was provided at this time. The patient self-treated with 1.3 units of insulin and ems treated her with IV fluids. The patient was then transported to the ER. At the ER, the patient¿s cgm was reading 389 mg/dl and the bg meter was reading 357 mg/dl. There was no documentation of any treatment or medication provided to the patient while in the ER. The patient was discharged home the following day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.